Event description:
Consumer complaint of "lo" blood results. Normal results are about 113 mg/dl. Reviewed memory results; r-1 "lo" (<20 mg/dl), r-2 112 mg/dl. The customer only tested twice and has no more strips left.

Manufacturer narrative:
(B)(4). "Lo" result not confirmed upon returned meter evaluation. Most likely underlying root cause of malfunction: foreign material on test strip connector.